Manufacturer narrative:
D4 (expiration date); unk no serial number reported. D6a: unk. H4 (device manufacturing date): no serial number reported. Claim# (B)(4).

Event description:
In the article, "optimization of implantable collamer lens sizing based on swept-source anterior segment optical choerence tomography," of the 68 eyes, 36 patients/62 eyes (91.2%), 5 patients/5 eyes (7.3%) , and 1 patient/1 eye (1.5%) were in the moderate, high, and low vault categories, reprectively.